Manufacturer narrative:
As reported, patient developed abscess post implant of 3dmax light mesh. Based on the information available, no conclusions can be made as to what if any extent the 3dmax light device caused or contributed to the patients post operative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR is submitted to represent 3dmax light mesh. An additional MDR is submitted to represent capsure fixation device.

Event description:
As reported, during tapp laparoscopic procedure, capsure straight fixation was used to fixate the 3dmax light. It was reported that the patient developed abscess post implantation and underwent additional surgery for removal of the mesh and fasteners on (B)(6) 2023.